Manufacturer narrative:
Evaluation summary: the reported event of the complaints of a limp which causes difficulty walking for standard barrel hip plate, keyed omega 3 140°, 4 holes could be confirmed. Based on the investigation, the root cause was attributed to the patient. The patient's adverse consequence of limping which causes difficulty walking and a shorter right leg is mainly due to the patient conditions. Moreover the patient present a bmi 28.31 (overweight 27-32) which is a contraindication in the operative technique among the other patient's conditions (see instruction for use and operative technique below). Stryker's clinical expert concluded that the adverse consequence is not caused by the device but device related, it is a typical complication of trochanteric fracture fixation. According to stryker's clinical expert, "the x-rays show a consolidation of the fracture, but also massive sintering (causing the difference of the leg length) and advanced heterotopic ossification (brooker grade iii), which causes significant limitation of the rom of the hip joint. Ade is confirmed for the given case, but, in such a situation most surgeons would recommend revision surgery (resection of the heterotopic ossification and prophylactic radiation). Severity, s3 because all problems are solvable with revision surgery (resection of the heterotopic ossifications and/or arthroplasty of the hip joint) and specific additional clinical measures (e.g., prophylactic radiation). The adverse consequence is not caused by the device but device related, as these findings are typical complications of any kind of trochanteric fracture fixation. Bone stock compromised by disease, infection or prior implantation that cannot provide adequate support and/or fixation of the devices. Material sensitivity documented or suspected. An obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself. Any mental or neuromuscular disorder which would create an unacceptable risk of fixation failure or complications in postoperative care. Other medical or surgical conditions which would preclude the potential benefit of surgery. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explanation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular post-operative examinations (e.g. X-ray checks) are advisable. The risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician because of any mental or neuromuscular disorder. The implantation affects the patient¿s ability to carry loads and her/his mobility and general living circumstances. For this reason, the surgeon must counsel each patient individually on correct behavior and activity after the implantation. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. No further action from a clinical point of view is required. Device will not be returned.

Event description:
It was reported that during a clinical trail (intramedullary nail versus sliding hip screw inter-trochanteric evaluation (insite)) a (B)(6) female patient with a medical history of depression, colonic polyps, hypothyroidism, and osteoporosis received stryker omega3 shs on (B)(6) 2013. On (B)(6) 2013 the patient returned to clinic with complaints of a limp which causes difficulty walking. Right leg is shorter by 2-3cm. Given prescription for a shoe lift.